Manufacturer narrative:
This device report is being submitted late as a result of the exemption transition period following the revocation of mentor¿s psr exemption #e2007003. This report contains supplemental information for mentor psr reference number ip-00510618. Device investigation summary: during evaluation of the sample, the device appeared intact. No additional anomalies were observed. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around an implanted device is a normal physiologic response to the implantation of a foreign object. Capsule formation occurs in all patients in varying degrees. Capsules range from thin to heavily-thickened. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable, which may result in breast asymmetry, discomfort or pain. Reason for device explant and/or reoperation: capsular contracture. Concomitant medical products: 400cc mentor memorygel breast implant (catalog number 3504001bc, serial number (B)(4)). Manufacturer reference number: (B)(4).

Event description:
This report contains supplemental information for mentor psr reference number ip-00510618. It was reported that a (B)(4) caucasian female patient underwent a primary breast augmentation with a 400cc mentor memorygel breast implant and experienced postoperative right-sided capsular contracture baker grade IV. As a result, the patient¿s impacted device was explanted on (B)(6) 2019 and replaced with an unspecified breast implant.